Event description:
It was reported that a catheter was inserted in the patient (in the ioc coronary) on (B)(6) 2019, to receive the medicines: nipride + dobutamine + furosemide + ancoron and the catheter blocked on (B)(6) 2019.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a blocked catheter is confirmed and was determined to be use related. One 5 fr dual lumen powerpicc was returned for evaluation. An initial visual observation showed use residue throughout the returned sample, especially within the extension leg of the purple lumen. Both lumens of the catheter were flushed with a 12 ml syringe of water and the purple lumen was found to be partially occluded. A microscopic observation revealed the distal end of the purple lumen was partially occluded with blood residue. When the purple lumen was flushed once more at higher pressure, blood residue was expelled out of the distal tip of the catheter and the flowrate was observed to increase, indicating the blood residue was indeed causing a partial occlusion. The product IFU contains suggested catheter maintenance procedures. A lot history review (lhr) of recw0616 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recw0616) have been reported from multiple facilities in brazil.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recw0616 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recw0616) have been reported from multiple facilities in (B)(6). Device has not yet been returned for evaluation.

Event description:
It was reported that a catheter was inserted in the patient (in the ioc coronary) on (B)(6) 2019, to receive the medicines: nipride + dobutamine + furosemide + ancoron and the catheter blocked on (B)(6) 2019.